Manufacturer narrative:
The catheter has been evaluated and confirmed leaks at approximately 5.4cm from the distal tip. (B)(4)

Event description:
It was reported that the catheter found leaked at the tip during onyx injection.no patient injury reported.same event as MDR# 2029214-2011-00064